Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in d3( manufacturer fax); e4 the root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
The complainant reported a system check failed while turning on an impella automated impella controller. There was no patient involvement and no reported injury or harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Medical device problem code, has been updated from a1102 to a1104.